Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens didn't release properly during the loading process and was not implanted. Additional information has been received and stated that the haptic flipped the lens through the backside per (B)(6) who was loading the lens. The lens was damaged during that initial loading process as it was reported to me that the haptic released during the loading phase and was unusable. There was no patient contact.